Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had alzheimer's and pulled the leads and had to take them back to the doctor to have everything removed and that it was very bad. No symptoms or further complications were reported.